Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, a fluoroscopy was performed and the atrial lead was found to be dislodged. The physician repositioned the lead (B)(6) 2020. A chest x-ray was performed (B)(6) 2020 and the lead was found to be dislodged once more. The atrial lead was explanted and replaced. The patient was in stable condition throughout both procedures.